Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The account found the side rail end tube is missing the top rail ratchet rivets. The account replaced the side rail end tube top rail ratchet rivets to resolve the issue.